Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a paclitaxel infusion, a leak was noted "at the top of the chamber." The set had been in use for approximately 2.5 hours prior to the leak being noted. There was no report of patient or user harm.